Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
It was reported that during a replacement surgery the healthcare professional (hcp) was not able to aspirate the catheter. The pump was replaced and the catheter was left intact. The hcp was priming the pump on the back table at the time of the report. The catheter volume was 0.207ml and there was drug present in the catheter that needed to be bridged over 99 hours and 21 minutes. The hcp wanted the old drug delivered at 0.5mg/day. The pump was used to infuse fentanyl, clonidine, and dilaudid (hydromorphone). No additional intervention or outcome was reported. Follow up was conducted to obtain further information. If additional information is received a follow up report will be sent.